Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection (uti)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, cystitis, migraine, headache, alopecia, weight increased, hormone level abnormal and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for urinary tract infection (uti), vaginal infection and bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result- not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury¿ was updated to pelvic pain. Events- abdominal pain, dyspareunia (painful sexual intercourse), back pain, dysmenorrhea (cramping), allergic rash, urinary tract infection (uti), vaginal infection, bladder infection, migraine, headaches, hair loss, weight gain, hormonal changes and gi conditions were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.